Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger will not charge battery pack) has been confirmed. Upon investigation, the battery charger would not power on. The cause was a defective power supply brick. The root cause of the defective power supply brick cannot be positively determined. No adverse event resulted from the defective power brick. The pt was provided with a replacement charger.

Event description:
A (B)(6) pt contacted zoll customer support to report that his battery charger/modem emitted a popping sound and would not charge either battery. The pt was issued a replacement battery charger/modem.